Event description:
Customer reported a no delivery alarm during a bolus. She stated that changing the infusion set did not resolve the issue. She was advised to run a 5 unit fixed prime and stated that the insulin pump alarmed again. She stated that she connected the reservoir and infusion set to another insulin pump and that it also alarmed for no delivery. She was advised to remove the reservoir and disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. She stated that insulin did exit. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.